Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. It was noted that oversensing of t-wave occurred leading to inappropriate shocks.

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate shocks. The implantable cardioverter defibrillator (ICD) device sensed one t-wave every 20 seconds. The right ventricular (rv) lead had post ventricular sensing of t-wave oversensing (twos). Reprogramming was performed. The device and the lead remains in use. The patient was hospitalized. No further patient complications have been reported as a result of this event.